Event description:
It was reported that during a laparoscopic appendectomy procedure the device was hard to close and then would not fire. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Spring cartridge lockout tab, articulation gear teeth. Evaluation summary: the analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received with a cartridge reload loaded on the device. The reload was received partially fired and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more info. The device was tested for functionality with test reloads on the three articulated positions and it closed, fired, cut and formed that staples as intended. The device closed and opened without any difficulties noted. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. A batch record review was performed and no anomalies were found during the manufacturing process.